Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during procedure, the electrode of the plasma head on the procise xp wand was broken (tungsten wire was broken). It is unknown if the device was inside the patient at the time of the event. The procedure was completed with a backup device and no significant delay nor further complications were reported.

Manufacturer narrative:
H10 h6 the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of the customer provided image shows a used wand with two wires partially detached from electrode. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.